Event description:
It was reported that outside the or an acculif graft insertion cannula was bent and unusable. There was no procedure associated with this event, therefore, no adverse consequences to any patients were seen.

Event description:
It was reported that outside the or an acculif graft insertion cannula was bent and unusable. There was no procedure associated with this event, therefore, no adverse consequences to any patients were seen.

Manufacturer narrative:
The device was found to be deformed as reported. A sample graft insertion pusher cannot not pass through the graft cannula due to deformation. The device is no longer functional. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or adverse trends were identified. The reported lot number was manufactured in march of 2015 and is in use for over 7 years. The acculif surgical technique states the following: "instruments are provided by stryker spine and must be used to assure accurate implantation of the device. While rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. Instruments must be properly cleaned, maintained and lubricated as usually recommended for all surgical instruments". The plausible root cause of the reported event is normal wear and tear due to device age. Among consistent use of the instrument throughout its lifetime; cleaning, sterilization, handling may have also contributed to device deformation. H3 other text : status and location of the device is unknown.